Event description:
Medtronic received a report that an axium coil would not detach the patient was undergoing surgery for treatment of an unruptured, saccular aneurysm located on the right bouthillier classification c1 with a max diameter of 6mm and a 2mm neck diameter. It was noted the patient's blood flow was normal. It was reported that an attempt was made to perform emergency detachment using the detacher, but separation could not be achieved, so it was collected in the catheter, so the same product with the same lot was used, but the same event occurred, so it was switched to a coil from another manufacturer and the treatment was finished. There was no health impact. Two coils and one detacher were reported. It was stated that there was poor withdrawal. The physician tried 1 time to disarm the coil using the instant detacher. There was 1 manual attempt via hypo tube made. All devices were prepared as indicated in the package insert. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.